Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
This was reported as an arteriotomy closure of the calcified right common femoral artery using the pre-close technique via a 7f sheath hole prior to an endovascular aneurysm repair (evar) procedure. Reportedly, a cuff miss [suture retrieval issue] occurred. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a large-bore sheath and the evar procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
An analysis was performed on the returned device. The needle to cuff miss was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The cause of the difficulty and the subsequent treatment is related to the circumstances of the procedure. Based on observations from the returned analysis a posterior needle to cuff miss occurred. In this case, it is likely the cuff miss occurred due to interaction with patient anatomy (e.g., tortuosity, calcification, scar tissue) or user technique (e.g., position of device, position stability), or patient anatomy inducing the suture retrieval issue. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.